Event description:
The customer reported via phone call that he was a blind diabetic and he just started on the insulin pump. His blood glucose level dropped to 37 mg/dl and the paramedics were called on (B)(6) 2015. He had juice to treated his low blood glucose. Customer tried to set up a bolus but the insulin pump was delivering too much insulin. The perceived cause of the low blood glucose level was that the customer took too much insulin for what he ate. Customer's blood glucose level that morning was 488 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.